Manufacturer narrative:
Buttons on the switch assembly; manual release handle causing both manual and power modes to be inoperable.

Event description:
It was reported by service report that the switch assembly buttons were not working. Also, the manual release handle pivot pin was stripped out. No pt involvement or adverse consequences are reported.